Event description:
The pt experienced a loss of therapeutic effect following a fall about a month ago. She tried to turn the device on but was in too much pain. When she turned the device off some of the pain decreased. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).